Event description:
A female pt underwent bilateral ovarian and bilateral pelvic venogram, with embolization on (B)(6) 2012. The pt was accessed femorally. Eight days after the case, the pt is in the university (B)(6) ir suite after a coil migrated into the lung. On (B)(6) 2012, update called in by district manager - the physician attempted to remove the coil from the lung by using a snare and the coil broke down and unraveled. The physician decided not to attempt any farther to remove the coil. The pt is on bed rest but in stable condition. Pt outcome was not provided by reporter.

Manufacturer narrative:
Lot number was not provided by the reporter. Expiration date unk as lot is unk. (B)(4). The actual product was not returned to assist in the investigation as it is still within the pt, however, a cd with images was returned. The product is shipped with an instructions for use, which states: "positioning of embolization coils should be done with particular care. Coils should not be left too close to the inlets of arteries and should be intermeshed with previously placed coils if possible. A minimal but sufficient blood flow should remain to hold the coils against the previously placed coils until a solid clot ensures permanent fixation. The purpose of these suggestions is to minimize the possibility of loose coils becoming dislodged and obstructing a normal and essential arterial channel." Info provided states that the pt received multiple embolization coils and all coils were in place at the end of the procedure. Eight days later a coil was found to have migrated to the lungs. Retrieval was attempted, but unsuccessful. A review of the returned images showed the implanted coils immediately after placement. The coils appeared loosely packed in the vessels. Although we are unable to determine the exact reason for this migration, it is possible the use of a higher radial force embolization coil, such as an mreye coil, may have prevented the migration. We will continue to monitor for similar complaints and have notified the appropriate personnel. Per the quality engineering risk assessment, with the inclusion of this report, it would not change the conclusion of the risk assessment that no further mitigating action is necessary at this time.